Manufacturer narrative:
Follow-up #1: date of submission 27-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 19-mar-2018 with the following findings: a visual inspection revealed no damage to the battery compartment. The returned battery cap was undamaged; it was able to attach securely and be removed without difficulty. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The battery compartment cap was alleged to be unable to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.